Event description:
It was reported to technical services on 11 /7 /12 that there is some sort of issue with this rv lead. No further information is known. Additional information was received on 11 /12/12. Caller reported that they found externalized conductors on fluoro and will extract the lead. Patient has not been shocked since 2007 so recent therapies. Procedure to take place at (B)(6) in (B)(6) with dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).